Event description:
A technician reported that a patient presented with transient light sensitivity syndrome (tlss) and stage one diffuse lamellar keratitis (dlk) one day post lasik. A flap lift and rinse was performed and the patient was prescribed a non-steroidal anti-inflammatory eye drop. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).